Event description:
Reporting status: serious injury/ permanent damage. Reporting rationale: occlusion. Device issue: no device malfunction has been reported. It was reported that post procedure after two xience v stents (3.0 x 23 mm and 2.5 x 23mm) were implanted, the patient experienced chest pain and subsequently an occlusion was noted; however, at this time it is unknown how the occlusion was treated. No additional event or patient information is available.

Manufacturer narrative:
The second xience v everolimus eluting coronary stent system is being reported under the same MFR number.